Event description:
It was reported that this left ventricular (lv) lead exhibited high out of range pace impedance measurements. Additionally, no r waves were measured on the lv channel. Technical services (ts) was consulted to review reports and electrogram and confirmed the impedance measurements and missing r waves, while also noting the device continued to operate as programmed. A loss of capture was questioned on the presenting electrogram; however, full capture is present in the report. Ts contacted the local team to further review the system in person. No adverse patient effects were reported. This lv lead remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. The lead was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.